Event description:
It was reported that during follow-up in clinic, noise on the atrial lead was observed on stored egms. The noise was not reproducible in-clinic. There was also an alert for low out of range atrial lead impedance. No patient symptoms were reported. No programming changes were made. Patient will continue to be monitored.